Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the side of the seam the leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further follow up, the leak was discovered prior to patient use. There was no patient involvement. Concomitant medical products: from ni and asku to na and n/a. The device was received for evaluation. A visual inspection was done under normal room conditions. Customer markings were found the sample to indicate where the alleged leak occurred. Functional testing was performed and a leak from the top seam was identified. A magnified inspection observed a tear/hole in the top seam where the leak occurred. The reported condition was verified. The direct cause of the condition is a tear/hole. The cause of the tear/hole could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.